Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the cartridge did not fit into the pump; cause unknown. A new cartridge was inserted to address the issue. The customer's blood glucose level ranged from 168 mg/dl to 183 mg/dl.